Event description:
It was reported to resmed that an astral device powered down during ventilation and restarted. The patient was manually ventilated and placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed multiple safety reset alarms and revealed an error message (sf138) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down during ventilation and restarted. The patient was manually ventilated and placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device revealed multiple safety reset alarms. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference (B)(4).